Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vicmo12.6 implantable collamer lens, -8 diopter, tore/broke during injection/delivery into the patient's right eye (od) on (B)(6) 2016. The lens was exchanged for a new lens with the same model and similar diopter on (B)(6) 2016. On (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20.

Manufacturer narrative:
Lens returned dry in a small centrifuge vial with clear, sticky surgical residue on product. Visual inspection found haptic torn/broken/bent/deformed, clear and dark residue on lens, and missing piece of haptic. (B)(4).